Event description:
It was reported that the procedure was performed to treat a target lesion in the right common femoral artery. The supera stent delivery system was advanced to the target lesion, and an attempt was made to deploy stent in the right common femoral artery; however, the stent would not release. The physician finally was able to get the stent to release; however, the proximal end twisted about 180 degrees. Two non-abbott stents were then deployed, with one of the stents implanted overlapping the supera, to fully expand the stent at the location it was twisted. During removal of the delivery system, the physician was aggressive and the delivery catheter separated. All portions of the device were able to be removed without any additional intervention. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported from this lot. The investigation determined the reported difficulties resulting in unexpected medical intervention were likely due to circumstances of the procedure. It is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy (possibly at the aortic bifurcation) such that the ratchet was unable to properly engage the stent resulting in difficulty deploying. Additionally, the material deformation of the stent was likely the result of the delivery system being twisted and torqued to fully release the stent. Reportedly, the shaft separation occurred due to aggressive removal of the delivery system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported from this lot. The investigation determined the reported difficulties resulting in unexpected medical intervention were likely due to circumstances of the procedure. It is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy (possibly at the aortic bifurcation) such that the ratchet was unable to properly engage the stent resulting in difficulty deploying. Additionally, the material deformation of the stent was likely the result of the delivery system being twisted and torqued to fully release the stent. Reportedly, the shaft separation occurred due to aggressive removal of the delivery system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a target lesion in the right common femoral artery. The supera stent delivery system was advanced to the target lesion, and an attempt was made to deploy stent in the right common femoral artery; however, the stent would not release. The physician finally was able to get the stent to release; however, the proximal end twisted about 180 degrees. Two non-abbott stents were then deployed, with one of the stents implanted overlapping the supera, to fully expand the stent at the location it was twisted. During removal of the delivery system, the physician was aggressive and the delivery catheter separated. All portions of the device were able to be removed without any additional intervention. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.